Event description:
Three pt samples with discrepant potassium results. Pt 1, initial potassium gave 5.2 mmol/l; repeat gave 4.3 mmol/l. Pt 2, initial potassium gave 5.3 mmol/l; repeat gave 4.5 mmol/l. Pt 3, initial potassium gave 5.7 mmol/l; repeat gave 4.4 mmol/l. Erroneous results were reported. Pts not adversely affected. The field svc rep determined the cause of the discrepant results to be due to ise pinch tubing crushed, creating an air leak, and replaced pinched tubing. Additioally cleaned and checked alignment of sipper probe and reaction well. Performance tests were performed and within spec.